Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's conductor wire was found to be damaged. There was no reported patient involvement or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation at the yaw pulley. Visual inspection found the wire was exposed as result. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed electric continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.